Manufacturer narrative:
Product complaint (B)(4). Investigation summary :no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. H10 additional narrative: added: b5, b6, b7, d4 (exp), d7 and d11. Corrected: a1 and h6 (device). No code available is used to capture synovitis and device revision or replacement.

Event description:
After review of the medical records the patient was revised to address resumption of articular metallosis synovitis, elevated cobalt level, mild trochanteric bursal irritability. Operative note reported synovial lining showed areas of metallosis and low grade inflammatory, possible alval, patchy green metal debris within femoral head, internal taper of the femoral head showed minor metal tarnish with more significant metallosis tarnish around base of the external taper, minimal bone loss, there was a loculation of a vascular scar. Cobalt level is above 7 pbb.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised due to pain and metallosis. Doi: 2008; dor: (B)(6) 2018 unknown hip.